Event description:
Event description guidant received information that noise was noted on the atrial channel causing inappropriate mode switching. Ventricular oversensing was also observed, which resulted in one cycle of pacing inhibition. .